Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that while using a continuum curved inserter, the cup was tightened to the handle using the standard black screw driver. The screw would not advance further than halfway down the threads and was not tight against the cap.

Manufacturer narrative:
Review of the device history record identified no deviations or anomalies. The devices were used for treatment. Surgical notes were not received. It was noted that surgical technique was followed. Returned devices were found to have minor damage. The inserter exhibits wear and tear that indicated extensive use during a potential field age of approximately 4 years 9 months. The adaptor assembled and disassembled as intended in regards to the inserter. The fractured threaded shaft fit through the adapter. The threaded shaft was fully threaded into the tm shell. The threaded feature of both devices accepted their respective thread gauges. However, the threaded shaft entered the thread gauge but stopped when it reached the damaged region. The last two threads did not engage. The observed bolt fracture failure mode has been addressed in a manufacturing change, which increased the head height of the bolt, eliminated the drill point, to increase the strength against this failure mode. This is a previously addressed design issue. Based on the manufacture date, this device pre-dates the design change. No corrective actions, preventive actions, or field actions resulted after investigation of this event.